Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the device was received and evaluated in juarez laboratory. Upon visual inspection revealed that vapr tripolar 90 suction elect was in normal used condition. The cable is in good condition as well as the connector and pins. The suction tube does show saline residues. A functional test was performed, the device was connected to the test generator, the electrode was immediately recognized. The ablation and coagulation function were activated using the hand controls and foot pedal, the electrode did only work when using the foot pedal for both functions, for the hand controls two buttons didn¿t work for the ablate and coagulate functions. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, device was not received on its original package, the tip was in a used condition. The power cord had small indent marks, saline residue was visible in suction tube. The device passed electrical testing but failed the functional test for the hand switching activation. Initially, one ablate (yellow) buttons didn't work during the activation test. After a minute of testing and pressing a combination of all buttons, the ablate button started working. With the switch boot removed, further inspection revealed the switches are in good condition, however the conformal coating of the pcb was inconsistent. The complaint device was manufactured in aug 2024. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. The customer stated that "the electrode worked (vaporized) directly when connected to the generator and could not be switched off". The test couldn't replicate this issue. The device passed the electrical but not the functional test, due to an inactive ablate button. With the switch boot removed, further inspection revealed the switches are in good condition, however the conformal coating of the pcb was inconsistent. All exposed conductive surfaces should be conformal coated including legs of connector and wire terminations. Inconsistencies in the conformal coating which should cover all conducting surfaces on the rear of the connector board is currently being investigated under CAPA. The reported event of continuous activation has been reviewed against the systems risk assessment document for tripolar electrodes, the highest identified risk within failure modes that are equivalent to the complaint failure mode(s) is incorrect or inappropriate output or functionality, inadvertent / unintentional activation with a hazardous situation of high temperature and a potential outcome of patient burn. The severity risk category is 'serious'- results in injury or impairment requiring professional medical intervention. For this scenario a pre mitigation risk and a post mitigation risk stated, which is 'serious' and 'probable' and rated as as low as reasonably achievable (alra). A review of our complaint records over the last 12 months to assess the frequency of similar reported events investigated by atl UK shows this type of event to be of low of devices shipped during the same period. Therefore, the severity and frequency are as anticipated in the risk documentation and remain as alra. The customer reported functional defect of the electrode worked (vaporized) directly when connected to the generator and could not be switched off could not be confirmed, the complaint device performed as expected with the exception of ablate button which only worked after a minute of testing and pressing a combination of all buttons. Some visual defects relating to the conformal coating on the pcb were observed. The exact root cause of the customer reported continuous activation could not be determined at this stage and further investigation into this failure mode is currently being conducted under CAPA which is in the root cause phase. CAPA has been initiated to investigate this reported failure mode further to determine root cause and identify any potential preventative/ corrective actions. The overall complaint was unconfirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would not contribute to the complained device issue. ¿ based on the investigation findings, the potential cause for the device observed condition could not be established. The product issue has been addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that prior to a during a rotator cuff repair surgical procedure, 2x vapr tripolar 90 suction elect device electrode worked (vaporized) directly when connected to the generator and could not be switched off. The device malfunctioned. There was no patient involvement reported. There were no adverse patient consequences reported. No additional information was provided. This is report 2 of 2 of the same event.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: unknown.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.